Event description:
Related manufacturing reference: 3008452825-2024-00423, 3008452825-2024-00424 during the atrial fibrillation procedure, temperature, noise, and communication issues with the catheters resulted in a procedural delay. When ablation was initiated, the temperature reached over 40 degrees c. The catheter was replaced, but the distal and proximal signal would not display on the new catheter. The tactisys and dws were rebooted, but the issue was not resolved. The second catheter was replaced, but the new catheter was not recognized and a magnetic error was displayed. The third catheter was also replaced, the issue was resolved, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The catheter met specifications during electrical testing and irrigation flow testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The identified device deficiency is consistent with a design related issue.